Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on anterior assessed as an unidentified (tear) opening (shell thickness within spec) ¿ lump/nodule: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. Additional observations: ¿ crease fold and wear abrasion observed on the device.

Event description:
Physician confirmed left side deflation and observed "hole on patch side" during surgery.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation, leak.

Event description:
Patient reported left side left side deflation, leak, bump, "feels like they have another nipple under breast". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side left side deflation, leak, bump, "feels like they have another nipple under breast". Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported, left side deflation. Leak, bump, "feels like, they have another nipple under breast". Physician confirmed, left side deflation. And observed, "hole on patch side", during surgery.

Manufacturer narrative:
Corrected data: g.3. Aware date of supplemental mw 3 should have been listed as 25aug2023